Manufacturer narrative:
The technician found the cable pinched from p5 on the scale pcb to p13 on the power supply pcb. The technician replaced the cable to repair the bed.

Event description:
Bed exit alarm has an audible alarm at the bed but does not send a call to the nurse call.